Manufacturer narrative:
Eval: a product eval was not performed in response to this report, because the product said to be involved was not provided to cook for eval. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. A sample test from this lot could not be conducted because none of the products from this lot remained in inventory. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. A definitive cause for the reported observation could not be determined. The info provided indicates that the wire guide was left in position during a cautery application during sphincterotomy. This is in contradiction to the instructions for use for the roadrunner wire guide and is most likely the cause for the reported occurrence of wire guide breakage and detachment. The instructions for use state "warning: remove this wire guide before applying electrical current". Pancreatitis is known complication of this procedure. Prior to distribution, all wire guides are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that this lot met mfg requirements prior to shipment. Corrective action: no corrective action warranted at this time because the info provided indicated the product was used in contradiction with the instructions for use. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no corrective action is warranted at this time. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends. The event described in this medwatch was also reported to the FDA by the user facility. Please see report number (B)(4) for more info on the same event.

Event description:
An elective endoscopic retrograde cholangiopancreatography (ercp) with manometry was performed and revealed a normal biliary system. Elevated proximal and distal pressures were measured in the biliary manometry. A cook roadrunner wire guide was advanced into position and a biliary sphincterotomy was performed with the wire guide remaining in position. A 2cm section of the wire guide broke and detached inside the distal common bile duct. What was reported to be an "inability to cannulate the pancreatic duct for pancreatic stent placement" occurred. The physician used an extraction balloon to sweep the common bile duct. The section could not be retrieved but was left to pass naturally through the gastrointestinal tract. Post ercp the pt was admitted per hospital protocol. The detached section of the wire guide was visible on fluoroscopy. The physician used an extraction balloon to sweep the bile duct. The portion of the device was then left to pass naturally through the gastro intestinal tract. A kub scan was conducted approx four weeks after the procedure and the detached section of the wire guide was confirmed to have passed naturally through the gastrointestinal tract.